Event description:
Doctor reports patient a status post left triathlon total knee done on (B)(6) 2015 - has an arthofribotic joint/tibial baseplate loosening and would like to be revised. Doctor revised the knee to a triathlon ts component.

Manufacturer narrative:
Corrected data: initial reporter type. An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Doctor reports patient a status post left triathlon total knee done on (B)(6) 2015 - has an arthofribotic joint/tibial baseplate loosening and would like to be revised. Doctor revised the knee to a triathlon ts component.